Event description:
On day 5 after lap sigma surgery, during laparoscopy, the surgeon saw a little leak in the area from the lateral side of the car27 ring. The leak was sutured and a hartman was performed.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer serves as the designated complaint handling unit for both facilities. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. No corrective or remedial actions were taken - the current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices. The initial report was received and was documented as not reportable due to missing information.